Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch for second electrode: 1221934-2016-10066. UDI: (B)(4).

Event description:
The sales rep reported that during a shoulder repair that the faceplate on the customer's vapr cp 90 electrode fell off in the patient's joint space. The surgeon used graspers to retrieve it and no x-rays were needed. The surgeon then used a 2nd vapr cp 90 electrode and the black insulation melted away, leaving horseshoe shaped chunks missing from the shaft. The surgeon used the shaver to remove all the debris leaving none in the patient. The surgeon completed the procedure with the shaver with no patient consequences. There was a 3 minute delay reported. The sales rep reported that the generator was set to default, wall suction was being used, and that the electrodes were not reprocessed. The sales rep confirmed that the devices were not buried in tissue as he saw the faceplate come off the device and neither device was used for an extended period of time when the failures occurred.

Manufacturer narrative:
The device was received and evaluated. The device had a section of the shrink tubing missing. Visual observation under magnification revealed that the shrink tubing was cut and not melted as reported in this complaint. The device was taken to the lab and connected to a vapr vue generator. The generator settings for ablate and coag were set to the highest values possible. The device was activated in a beaker of saline solution several times and the shrink tubing on the shaft did not melt or become hot to the touch. This potentially could have happened if the tip came in contact with a sharp metal object. The reported complaint for this device can be confirmed. A batch record review has been conducted and the results indicate that this batch of product was processed without incident related to this failure and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other dis-similar complaint for this lot of devices that were released to distribution in october of 2015. A root cause for the reported failure cannot be discerned. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch for second electrode: 1221934-2016-10066. (B)(4).